Event description:
The catheter was placed on 4/28/1998. The dome came off the catheter tube when the catheter was removed by weak power from the pt's stomach on 10/7/98. The dome was voided as feces. A different MFR product was placed.